Manufacturer narrative:
(B)(4).

Event description:
Physician reported there is a burr causing a flap on the end of the tissue dilator, therefore preventing penetration of the guidewire. Physician pulled another kit with the same issue. A third kit from a different lot number was used and the procedure was completed. No patient harm reported. The patient's condition is reported as fine.

Event description:
Physician reported there is a burr causing a flap on the end of the tissue dilator, therefore preventing penetration of the guidewire. Physician pulled another kit with the same issue. A third kit from a different lot number was used and the procedure was completed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Physician reported there is a burr causing a flap on the end of the tissue dilator, therefore preventing penetration of the guidewire. Physician pulled another kit with the same issue. A third kit from a different lot number was used and the procedure was completed. No patient harm reported. The patient's condition is reported as fine.